Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced on (B)(6) 2018 a blood glucose of 400mg/dl, with nausea, and unspecified ketones, associated with an alleged time and date issue. Reportedly, the patient discontinued pump therapy, and was treated in the hospital with insulin via pump by their healthcare provider. During troubleshooting with customer technical support, it was revealed the time and date reset to default and was not correctly maintained when the battery was removed for less than 24 hours. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.

Manufacturer narrative:
Follow-up #1: date of submission 22-oct-2019 device evaluation: the device has been returned and evaluated by product analysis on 24-sep-2019 with the following findings:.during investigation, the time / date reset to default after a power reset was duplicate during investigation due to a bt1 component failure. Deliveries were not resumed by the user after time date reset on (B)(6) 2018 last basal delivery before reset was on (B)(6) 2018 at 03:41 the black box verified the time/ date reset to default after a power on reset on (B)(6) 2018. According to the pump basal total daily dose and basal change history for (B)(6) 2018 the time was incorrectly set to 11:53 am instead of 11:53 pm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.